Event description:
It was reported by the rep that the (1) tlc10 was used during a gastroplasty procedure. It was reported that the surgeon placed the device across the stomach. The surgeon closed the stapler with difficulty and fired the stapler with problems. When the stapler was released at the proximal and distal pouch, it was noticed that approx 6cm misfire length on the lateral portion of the proximal area had misfired. The stapler and a sample of misfired staples are enclosed. There was no pt consequence. 06/23/2000 additional info from rep. The staples fired, but malformed. Also, the device was used on extremely thick tissue.